Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient was seen in clinic, rise in capture threshold and drop in r-wave was observed. The patient complained of chest burning and pain over the left pectoral region. A partial perforation of the heart due to the rv lead was observed on echocardiography. Lead was explanted and replaced. The patient was fine prior during and after the procedure.